Event description:
A cartridge change error was reported with the pump, but there was no adverse impact to the customer¿s blood glucose level, which remained below 500 mg/dl. The customer attempted to resolve the issue by removing the cartridge, inspecting the o-ring, and cleaning the pneumatic tap area, all under instructions from technical support. Despite these efforts and with assistance in loading a new cartridge, the issue persisted, leading technical support to refer the case to csa for further troubleshooting.